Manufacturer narrative:
Serial number was requested, but not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was already admitted at time of reported event. There were intermittent issues with the hospital system generator testing that interrupted ac power to the power module. The power module's internal battery took over during those brief times and audibly alarmed appropriately. This occurred all night. There was a loss of external power and the nurse opted to exchange the patient's controller. The no external power alarms did not occur on the power module in the log file. The nurse disconnected the driveline from the primary controller for 33 seconds before reconnecting the driveline to the same primary controller. Then the patient was placed on battery. On review of the history from the patient's system monitor there were no alarms prior to the performed driveline disconnect. A self-test of the primary controller and power module was completed without incident or issue. Technical services reviewed the log file and observed multiple no external power alarms while connected to the mobile power unit (mpu). This occurred on (B)(6) 2020 and was caused by power to the mpu being briefly interrupted. There were also driveline disconnects on (B)(6) 2020 where the pump did stop. There were power cable disconnects while on the power module, which could be an issue with the patient cable or the patient cable connection. The patient was stable and no harm was caused. The patient has since expired due to multi-system organ failure unrelated to event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of loss of external power alarms, was confirmed in the submitted log file. The customer submitted heartmate 3 lvas log files for review ¿ noting loss of ac power occurrences while the patient was at the hospital and a brief driveline disconnect. The patient was using the power module as their external ac power source while in the hospital. Technical service reviewed the log file and noted a loss of external power event while connected to the mpu (not on the power module). The event log file contained approximately 8 days of patient event data. There was one loss of external power external power events that occurred with the patient on the mpu. The event was momentary ¿ resolving in 4 seconds. The controller operated on backup battery power due to the event. The mpu was the power source before and after the event. The rsoc (power source indicator) voltages and cable voltages (power cable lead voltages) correspond to a loss of mpu power output. The event appeared to occur at the patient¿s residence. The specific reason for the loss of mpu output was not reported and could not be determined from the log file. No equipment was returned for evaluation. Set up and use of the mobile power unit (mpu) with the heartmate 3 lvas system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. System controller warnings, alarms and the actions to be taken as a result of the alarms are described in the heartmate 3 lvas patient handbook (alarms and troubleshooting; no external power alarms; power cable disconnected alarm) and the heartmate 3 lvas instructions for use (IFU) (alarms and troubleshooting; no external power alarm; power cable disconnected alarm). Both the IFU and patient handbook provide instructions on how to exchange the system controller in section 2 ¿system operations¿ and section 2 ¿how your heart pump works¿. The patient handbook cautions: do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital. In addition, the IFU warns: the 11 volt lithium-ion back up battery inside the system controller will not by itself start a heartmate 3 lvad if both of the system controller's power cables are disconnected from power sources. Always ensure that the power cables are connected to a power source to ensure that the heartmate 3 lvad (pump) will restart during a system controller exchange. Power module (pm) alarms and the actions to be taken when they occur are addressed in the heartmate 3 lvas instructions for use (IFU) (handling power module alarms) and the heartmate power module instructions for use (responding to power module alarms). Power module backup power is addressed in the heartmate 3 lvas instructions for use (IFU) and the heartmate power module IFU. Inspection power module patient cables for any signs of damage is documented in the heartmate power module instructions for use. The IFU also specifies that the patient cable should be replaced annually as part of service maintenance (routine maintenance). The heartmate 3 lvas patient handbook states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment.". No further information was provided. The manufacturer is closing the file on this event.